Manufacturer narrative:
Additional information received by smiths medical on (B)(6) 2019 that the event occurred post procedure and no patient involved. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. The pump was powered up and delivery testing was performed, and the pump failed delivery testing. The customer's reported problem regarding delivery accuracy was able to be duplicated. During investigation three separate delivery accuracy tests were performed, and at least one test was outside the pump's delivery accuracy manufacturing specifications. Service will replace the pump expulsor to correct the reported problem. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was having volume issues. No adverse effects reported.